Event description:
During an in-service training session, the company representative observed that the unit generated an "electrical test fails code #57" alert. The pump was turned off and then on; it continued to operate normally.